Event description:
The customer reported the system was unable to make fluoroscopic exposures. The fse noted this as an intermittent no x-ray issue. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue is currently under investigation.